Event description:
The biomedical engineer reported an infusion pump with an 808:04 failure code that occurred during patient use. The biomed stated that there have been no report of any patient incident involving this pump since the last baxter service event. There was no report of any patient injury or medical intervention resulting from this failure. Medication was infused, a bag or syringe was being used but there is no additional information regarding what type of medication was infused, the size of the bag or syringe, volume to be infused, infusion rate and whether or not tubing was being used.